Event description:
This pt had a right total elbow arthroplasty two years ago. Pt began having pain in this right elbow. X-rays show failure of the failure of the right total elbow. Pt was admitted to this facility for a revision of the right total albow. Intraoperatively the humeral stem was found to be loose. All components were removed and replaced.